Event description:
59 yo male with aortic insufficiency presented for planned surgical aortic valve replacement (avr) and impella 5.5 placement. Avr completed with epinephrine pressor support intraoperatively. Impella implanted without issue with use of transesophageal echo (tee). Aortotomy closure site started bleeding due to cutting of aortic tissue along the suture line, highly likely due to the fragile aortic wall without aneurysmal change with suture line tension.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.